Event description:
It was reported that the insulin pump alarmed failed battery test. It was stated that the contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and reinsert the battery; device did not alarm failed battery test. It was also reported that the display on the insulin pump went blank and the bumper sticker looks burnt. The device was not dropped or exposed to moisture. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump had normal operating currents. No failed battery test alarm noted during testing. No damage found on the liquid crystal display isolation tape noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.